Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic endovascular aneurysm repair (tevar) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to greater than 18f, and the tevar procedure was completed. Reportedly, post procedure, it was noticed that both proglide knots were tightened to the vessel wall with significant oozing and pulsatile flow observed. A cut-down was performed. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, additional information was received: the sutures of two proglide devices were successfully pre-placed in the left common femoral artery. The right common femoral artery was used as an additional access site for this procedure. No additional information was provided. Two additional devices were returned for this event. One device was returned with the suture inside the device due to two needle to cuff misses. An additional plunger was deployed and with a needle to cuff miss.

Manufacturer narrative:
Analysis was performed on the returned device. The reported insufficient information was observed as a needle to cuff miss. A production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported difficulties and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment is due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to manufacture, design or labeling. Corrections: h6: health effect - impact code 4624 removed and 4641 added. H6: medical device problem code 4001 removed and 3190 added.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic endovascular aneurysm repair (tevar) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to greater than 18f, and the tevar procedure was completed. Reportedly, post procedure, both proglide were knots tightened to the vessel wall with significant oozing/pulsatile flow observed. A cut-down was performed. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.